Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit passed displacement test and self-test properly. Unable to perform the displacement test and the cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at casing and on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.